Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology are unknown. It was reported that the final angiogram revealed an unknown endoleak, a type ii, type iii fabric or type IV endoleak was discovered from the main body. The endoleak type was a blush that originated between the second and third stent ring. An (B)(4) cuff was implanted to resolve the potential type iii endoleak. The blush improved after the aortic cuff was implanted, however still persisted. Therefore the endoleak was either a type ii or type IV. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (cause is unknown). Evaluation, conclusions: (cause is unknown).